Event description:
The customer reported an error message occurred at end of the case. The system was rebooted, but the error message did not go away. All of the pts had been given eye drops in preparation for surgery, however, none of the pt's had anesthetic blocks or were on the surgical table waiting for surgery. There was a 1 1/2 hour delay in surgery. One pt did not want to wait for the system to be fixed and cancelled their surgical procedure. There was no pt injury reported. The customer declined to complete the questionnaire.

Manufacturer narrative:
The company service rep examined the system and after troubleshooting found a problem with the power supply. The power supply was replaced and sent for in-house testing. The company service rep performed operating testing only. The customer wanted to resume surgery as soon as possible. The company service rep observed one case to ensure no further problems. No further problems reported. There are no additional complaints for the system. There were no additional service requests related to the reported event over the last 36 months. A review of complaint trend indicates no adverse trends reported complaint for the last 36 months. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.